Event description:
A customer reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully completed the steps and began a new sensor session without further issues.